Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent an initial hip arthroplasty. Subsequently, a revision procedure was performed on unknown date due to acetabular shell loosening.

Event description:
It was reported by the hospital that a patient underwent an initial hip arthroplasty. Subsequently, a revision procedure was performed on unknown date due to acetabular shell loosening.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: date of report, event, PMA/510k, type of reportable event,if follow-up, what type, device evaluated by MFR. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient underwent an initial hip arthroplasty. Subsequently, a revision procedure was performed on unknown date due to acetabular shell loosening.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.